Manufacturer narrative:
Section h6: health effect - clinical code: hemodynamic instability. Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. The account communicated that no additional information regarding the event is available. The submitted log files captured the device operating as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) rev. C is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted since the patient was found down at home. Cardiopulmonary resuscitation (CPR) was started in the field with low flow alarms present. Log files captured periods of low flow events over the course of the past few days with flow noted as low as 1.2 lpm on (B)(6) 2023. The patient had some concerns for hypovolemia due to diuretic management. The patient was at the time in intensive care unit (ICU) but stabilized.